Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg being implanted too high. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned. Issue resolved.